Event description:
The customer observed a false negative architect hbsag result for one 46 year old male with liver cancer. The following data was provided: architect hbsag result = 0.01 iu/ml negative reference range = <0.05 iu/ml is negative the hbv-dna method unknown result = positive other results provided: hbsab = 33.48 miu/ml reference range = <10 miu/ml abbott i2000sr. Hbeag = 0.01 iu/ml reference range = <0.01 auto a2000. Hbeab = 4.37 u/ml reference range = <0.15 auto a2000. Hbcab = >45.00 u/ml reference range = <0.7 auto a2000. Alt 18 u/l reference range = 9~50 u/l. Ast 113 u/l reference range = 15~40 u/l. Ggt 199 u/l reference range = 10~60 u/l. Alp 136 u/l reference range = 30~120 u/l. Tbil 26.74 umol/l reference range = 0~23.0 umol/l. Dbil 6.54 umol/l reference range = 0~8.0 umol/l. Ibil 20.20 umol/l reference range = 3.4~12.2 umol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing of a retained product and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints by lot 62206fz01 did not identify an increase in complaint activity. The ticket trending review did not identify any related trend regarding commonalities for lot number 62206fz01 and issue. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the lot number 62206fz01 and complaint issue. In-house sensitivity testing was completed with retained lot number 62206fz01. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect hbsag reagent, lot 62206fz01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative architect hbsag result for one 46-year-old male with liver cancer. The following data was provided: architect hbsag result = 0.01 iu/ml negative reference range = <0.05 iu/ml is negative the hbv-dna method unknown result = positive. Other results provided: hbsab = 33.48 miu/ml reference range = <10 miu/ml abbott i2000sr. Hbeag = 0.01 iu/ml reference range = <0.01 auto a2000. Hbeab = 4.37 u/ml reference range = <0.15 auto a2000. Hbcab = >45.00 u/ml reference range = <0.7 auto a2000. Alt 18 u/l reference range = 9~50 u/l. Ast 113 u/l reference range = 15~40 u/l. Ggt 199 u/l reference range = 10~60 u/l. Alp 136 u/l reference range = 30~120 u/l. Tbil 26.74 umol/l reference range = 0~23.0 umol/l. Dbil 6.54 umol/l reference range = 0~8.0 umol/l. Ibil 20.20 umol/l reference range = 3.4~12.2 umol/l no impact to patient management was reported.